Event description:
It was reported to technical services on (B)(6) 2012 that this ra lead sensing and pacing has deteriorated. The threshold has also increased and it may be extracted. They are working with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).